Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 21-22 seconds, the balloon burst. The device was completely removed and there were no fragments left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. Visual and microscopic inspection revealed no damage or irregularity to the device and revealed a pinhole 9mm proximal from the tip of the device. There was tip damage to the device. There was contrast in the inflation lumen and the loosely folded balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery. A 1.50mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the second inflation at 12 atmospheres for 21-22 seconds, the balloon burst. The device was completely removed and there were no fragments left inside the patient's body. The procedure was completed with another of the same device. No patient complications were reported, and the patient status was stable.